Event description:
On 12/13/96, co received notification that during a procedure the vertical column collapsed to the lower limit on model 9000 series c-arm s/n 99-0434 located at hosp. During procedure, the systems "c" was positioned under the surgical table and in the lateral position, the vertical column collapsed to the lower limit. Hosp removed system and used a portable backup x-ray system to complete the procedure. Hosp reported no adverse event, death, or serious injury to pt involved. Co fse diagnosed the malfunction to a bearing assembly in the vertical column. Fse removed and replaced the systems vertical column, tested/inspected and returned system to current specs.